Event description:
Allegedly, patient underwent l tkr on (B)(6) 2023. Revised on (B)(6) 2024. Due to infection. Insert replaced with another of the same size. Products non-revised: product: evolution®mp tib keeled nonpor etpkn6sl, lot: 1977919, qty: (B)(4), product: evolution®mp fem cs/cr non-por efsrn6pl, lot: 1958614, qty: (B)(4), product: advance® onlay all-poly, lot: 1938241, qty: (B)(4). Australia-(B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.